Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported that 4 small battery drives 532.010 were making a grinding noise and sluggish, 2 sagittal saw attachments 532.021 are not spinning a battery reamer drill 530.605 makes a grinding noise and is sluggish and a quick coupling for k-wires for battery power line 530.790 does not hold the wires correctly. No further information provided. This report event is for device/instrument, sagittal saw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Additional narrative: an evaluation was conducted and it states that the complaint condition, for the non-rotating sagittal saw attachment, was confirmed. The device was evaluated and the bearings inside the attachment are most likely damaged from normal use over time.